Event description:
Infutronix received a complaint from a clinic building service coordinator reporting "stated not infusing". Operator of device was unknown. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log for nimbus ii plus, serial number (B)(6) , was reviewed, and it was discovered that the event log captured the infusion complete alert. Then a performance test was performed on the nimbus ii plus, serial number (B)(6) , where the pump flow rate accuracy was -6.74% whcih is outside of the passing criteria of +/- 5%. The pump operates outside of the specification and does not meet the acceptance criteria.